Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned with blood on the handle and no saline visible. The stent implant was partially exposed distally from the distal outer sheath for a length of 8 mm (with three rows of the distal end of the stent partially expanded). The distal outer sheath was not retracted, the handle was in the locked position and the rack was 1 cm proximal to the distal end of the handle. These observations are consistent with no significant attempt at deployment via the thumbwheel and the reported complaint prior to use. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, inadvertently pulling on the tip of the sess during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction/resistance during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. The proximal end of the stent was mislocated on the stent holder 1.5 cm distal to the proximal marker band, and the distal sheath was kinked at the proximal marker band. A jagged tear around the entire circumference of the outer member and outer outer member was noted during analysis. As the mandrel had been removed during unpackaging, it is possible that the tip of the sess was inadvertently pulled during removal resulting in the reported partially exposed stent. Additionally, subsequent handling may have contributed to the noted distal sheath kink and stent mislocation. Handling during the subsequent repackaging for shipment to abbott vascular may have led to the tear in the outer member and outer outer member. However, a conclusive cause cannot be determined. A conclusive cause for the premature deployment and damage to the delivery system could not be determined; however, there is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. During production all sheathed stents are visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also inspects all shafts visually.

Event description:
It was reported that when the absolute pro stent delivery system (part #1011924-060, lot #9092851) was removed from the packaging, the handle was in the locked position and the tip of the stent was partially exposed from the sheath. A second absolute pro (part #1011924-060, lot #0052751) was removed from the packaging and was found locked with the stent was partially deployed. The devices were not used and there was no patient involvement. A non-abbott device was used. No additional information was provided.

Manufacturer narrative:
(B)(4). As the state of the device indicates no relevant damage and that no deployment has been attempted, there is no indication of a functional trigger for the stent exiting the distal sheath. Such occurrences are replicated when the tip of the catheter is pulled rather than the stylet (tip mandrel). This is highlighted in the instructions for use: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first absolute pro (part# 1011924-060, lot# 9092851) is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete.